Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient did not wear a mask. The peritonitis was manifested by diarrhea, abdominal pain and cloudy pd fluids. On the same day as onset of the peritonitis, the patient was hospitalized for the event. On an unreported date, unknown treatment was rendered for the event of bacterial peritonitis. Twenty-two days after the onset of the event the patient did not respond to the treatment for peritonitis and it was indicated to have the pd catheter removed and the patient transferred to hemodialysis. At the time of this report the patient was not recovered from this peritonitis event. On an unreported date, the patient was re-trained on proper aseptic technique. No additional information is available.